Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was found out that the right ventricular (rv) lead exhibited loss of capture. The rv lead was removed and replaced. The patient was in stable condition throughout the procedure.